Event description:
It was reported that post op of a laparoscopic gastric bypass procedure, on post op day 8, the patient had a gastro-jejunostomy leak. The patient was admitted on (B)(6)2010. During the original date of surgery, the surgeon did not notice anything with the devices' function at that time. A leak test was performed and there were no leaks present. The age and gender of the patient are unknown. Device discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information:(B)(6).